Event description:
It was reported that on (B)(6) 2026, the patient presented to emergency room and remote transmission showed pacing inhibition due to oversensing of noise on the right ventricular (rv) lead. The patient has a history of complete heart block, hence the pacing inhibition resulted in temporary loss of heart beats during the noise episodes. The device was interrogated and reprogrammed. Eventually, intermittent failure to capture was observed at a newly programmed output. The pulse amplitude was then increased. The patient remained clinically stable and was admitted for overnight observation. On (B)(6) 2026, the patient underwent a planned procedure during which a new left bundle branch area (lbba) pacing lead was implanted. The rv lead was connected to the left ventricular port of a cardiac resynchronization therapy pacemaker (crt-p) generator but was not enabled to avoid capped leads and maintain MRI compatibility. The patient was discharged with no reports of adverse consequences.